Event description:
Additional information indicated that the catheter was suspect when the patient became very tight in the legs. A revision was performed and the catheter was pulled down and 'in a bunch' due to the patient punching himself in the abdominal area to allow himself to empty his bladder. No one was aware of this behavior.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.

Event description:
It was reported that the patient had a change in therapy effect and the patient was tightening up. The patient¿s catheter was just ¿a messed¿ because the patient poked himself with his fist in the abdomen to urinate. Reportedly, a revision occurred. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, patient symptoms, medication, and current patient status. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8709, lot# l79681, product type: catheter. (B)(4).